Event description:
It was reported that after the patient's vns was placed, they had increased seizure activity. She had at least six seizures on date of event. The seizure lasted 30 to 45 seconds. There was twitching of all four extremities with stiffening. The provider recommended increasing the duty cycle and on time for autostimulation on vns settings. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects or malfunctions. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was later reported that the patient has a history of tubular sclerosis and multiple medical problems. It stated her seizures had been fairly well-controlled, but when the generator was replaced at the old settings they were less controlled. New settings had been placed and her seizures are much better now stated she average 2 to 3 brief focal seizures a day. The clinic notes stated there was a good response to the present vagal nerve settings. No other relevant information has been received to date.

Manufacturer narrative:
Corrected age at time of event, initial report: inadvertently listed wrong age at time of event